Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. Philip's field service engineer (fse) confirmed the reported issue. The fse replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit will not run correctly on back up battery. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.